Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump began "smoking" when plugged into a power source to charge. There was no reported impact to customer's blood glucose level. Customer declined to provide additional information.